Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 5/14/2019, a manufacturing record evaluation was performed and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardial puncture. During the ablation phase, the patient¿s blood pressure dropped to 60, and cardiac tamponade was noted by the body surface echocardiogram. Pericardial puncture was performed. The amount of pericardial fluid was small and drainage was not performed. However, the volume of the effusion was small, and no fluid was drained. Protamine was administered, and the patient stayed in observation for 30 minutes. The blood pressure recovered to 120, and the bleeding stopped. The procedure was continued. Few ablations were performed in the cusp and left ventricle. Transseptal puncture was not performed. The procedure was completed successfully. Patient was transferred to the cardiac care unit (ccu) for monitoring purposes and was then moved to the ward a day after the procedure. The patient outcome was improved, and the patient was scheduled for discharge. Physician¿s opinion on the cause of this adverse event was the procedure. The physician commented that the stsf catheter insertion into the coronary sinus (cs) and right ventricle outflow tract (rvot) was difficult, and that the injury might have occurred during that time. Additionally, the physician mentioned the complication occurred as a result of extra power due to operational difficulties. No error messages were observed on any biosense webster inc. Equipment during the procedure.